Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubie was failed and one row displayed an error. The customer reported that a malfunction and delay took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer removed the faulty cubie and reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.